Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and the investigator was still unable to inflate the balloon. A microscopic examination identified a pinhole located at the centre of the balloon material. An examination of the balloon material and distal markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.